Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) stating the cause of the sudden dyskinesia/shaking was determined to be because the patient had changed to another group (group c). He did not experience any abrupt changes after the high emi exposure. The electrodes were checked and the system was reprogrammed. It was reported the dyskinesia and shaking had improved. The cause of the pain at the lead site was not determined and the leads appeared to be intact. It was reported the tightness may have been due to rigidity. It was reported the pain at the lead site had been improving. No device malfunction was confirmed.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1fjd8, product type: lead; product ID: 3387s-40, lot# va1fjd8, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1fjd8, ubd: 20-oct-2019, (B)(4); product ID: 3387s-40, serial/lot #: va1fjd8, ubd: 20-oct-2019, (B)(4). Event date approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient was doing extremely well but at the end of (B)(6) 2018 things abruptly got worse. The hcp saw the patient in the clinic and impedances were fine. The patient was given different settings and groups to try but things got worse. The caller stated that it was too much and the patient was dyskinetic. Nothing was working for him at all. The caller added the patient worked at a power plant and he previously was made aware of high voltages area to stay away from as they were marked for patients with medical devices. The patient was recently changed to a new site and those locations were not marked. The caller stated the change was abrupt and the patient was concerned about a malfunction of the device or damage. This change did not correlate with the change in job sites. The caller stated there were no falls or trauma but the patient reported that after a very vivid dream the month prior to the call where he was shaking in the night, one of the leads became very painful. No further complications were reported or anticipated.

Event description:
Additional information received from the manufacturer representative (rep). Rep reported that patient works for a power company as an outage planner and patient needs to go inside the generator plant. Patient reported multiple side effects when they were inside the generator plant. Patient reported that they did not have these issues anywhere else, but only inside the generator plant. When inside the generator plant, patient report experiencing burning at lead extension site, dizziness, blurry vision, pulling feeling, two incidents of flashes of light. Rep said all impedances checked out fine.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40, lot# va1fjd8, product type: lead; product ID 3387s-40, lot# va1fjd8, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.